Event description:
A trilogy evo ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, periodic maintenance 1 was performed and the device failed a system leak verification test step. The manufacturer service technician replaced the blower chassis plate and blower cap to address the issue. Additionally, a buzzer fail error code was found in the device's error log. The issue was not duplicated but the buzzer assembly was replaced to resolve the issue and prevent reoccurrence. It is also noted that noise in the blower assembly was confirmed. The blower assembly was replaced to resolve the noise issue. The air inlet foam filter and particle filter were replaced to prevent failure. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.